Event description:
The ge oec 9800 fluoroscopy system produce arcing sounds from the tube area of the mainframe c-arm.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced and aligned the battery pack, high voltage cable assembly, and x-ray tube to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.